Event description:
The consumer implanted for spinal pain reported that they had pain, swelling and cramping at the lead site. The patient had seen healthcare professionals who stated it wasn't caused by the device and recommended nerve cauterization. The patient stated that she had physical therapy that didn't help for the symptoms that occurred daily. The patient had lost a significant amount of weight. No device issues were reported. The consumer later reported the steps taken to resolve the pain, swelling, and cramping was trying to increase and change medications. It was noted the medications were not enough to relieve the consumer's pain but their doctor wouldn't increase them. A CT scan was performed which showed osteophyte formation and spondylosis, but the consumer wasn't satisfied they could see what was going on at the very top of the device which caused a large part of their pain. The consumer saw the doctor who installed the device who told them to go ahead with a nerve ablation procedure, since "no doctor was going to want to touch my back again after so many surgeries." After they got the nerve procedure they spent most of the day in extreme pain from the numerous injections which weren't cortisone so they felt very short relief. In january the consumer went through 12 session of physical therapy but was denied any further session because of lack of progress. The consumer then got a prescription for lyrica and another compound but it was very expensive. The consumer also had to lie down repeatedly during the day to rest their back which provided some relief. The consumer also had a hot tub which they used often, but now they were unable to use it because the jets hit the device the wrong way and it caused pain. A request was made for recommendations for a new physician who could get to the cause of the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.